Manufacturer narrative:
Concomitant product: product ID 37751, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had been having problems recharging since she was in an accident and hospitalized more than three weeks prior to the report. The reporter noted that the patient was able to charge but with difficulties. It was noted that the patient also had a hard time coupling to her implantable neurostimulator (ins) and that it took 36 hours to charge to completely full with 6 bars. It was noted that it took a long time to charge the ins and that it went down in 4 days. The patient went from 8 bars to 2 or zero bars and was running two programs at 1.5v. It was noted that that the recharger was charged and that the patient charged overnight while she was sleeping. The reporter noted that the ins was discharged at the time of the report. It was noted that a new recharger was requested even though the patient was able to bring up all of the coupling boxes. Upon device return, analysis found the recharger complaint unverified. The reporter stated that the placement of the battery looked good, but stated that the patient was in tears in pain due to the device being discharged. The reporter noted that the issue was most likely positioning and that the patient would meet with the manufacturing representative three days later to troubleshoot. It was further reported that the cause of the event was not determined. There were no complaints reported on the therapy. No patient harm reported. It was further reported that the patient received her new charger and it was working much better. It was noted that there was less charging time and that the patient was all taken care of.